Event description:
Per oos, this system was removed due to infection and erosion and the hospital discarded the system. Also removed were: linox sd 65/18, MDR 1028232-2007-00394. Setrox s 45, MDR 1028232-2007-00395.